Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient was treated for a type iiib endoleak and aneurysm enlargement with an additional suprarenal device implanted on (B)(6) 2018. Reference MFR. Report # 2031527-2018-00357 for this previous event. Approximately fourteen (14) months post secondary procedure, the patient was then treated for a type ii endoleak and aaa sac expansion by relining with the ovation ix abdominal aortic aneurysm stent; this is an off-label re-intervention due to noncompatible use of afx with ovation devices. Reference MFR. Report # 2031527-2019-00256 for this previous event. Now approximately eight (8) months post tertiary procedure, the patient presented at routine follow-up with aneurysm sac enlargement (unknown diameter) and no definitive endoleak as detected per CT (computed tomography) scan. The physician will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported sac growth of 3mm was confirmed. No contributing factors were identified. The persistent type ii endoleak (no device related) from the lumbar was re-confirmed. The event is most likely anatomy related. Procedure related harms for this event could not be determined. The final patient status was reported to be stable pending a secondary endovascular procedure. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ remove 3233, h6: conclusion code ¿ remove 11.